Event description:
Additional information received identified the patient's scs system was removed. There were reportedly no complications during the procedure.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's implantable pulse generator (ipg) would no longer communicate with external devices. The patient programmer showed a communication error and the charger could not locate the ipg. The patient stated the device had not been charged in over six months. Surgical intervention may be taken to replace the patient's scs generator.